Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene hernia system, ultrapro hernia system, involved caused and/or contributed to the adverse events described in the article, specifically: hematoma, seroma, hernia recurrence . If yes, provide details of event and specific suture product code. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene hernia system? Presentation title: prolene hernia system and ultrapro hernia system for inguinal and ventral hernias repair . Presenter/author: jorge barreiro j, garcia bear a, rodriguez minguez a, aguado suarez n, ramos perez v. Country:(B)(6). Journal article: 17th annual hernia repair: march 30-april 2, 2016 washington dc, USA. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138.

Event description:
It was reported in a journal article that the patient underwent an abdominal wall hernia repair procedure on unknown date and the mesh was implanted. In the early postoperative period, the patient possibly experienced seroma, hematoma of the spermatic cord and recurrent, possibly inguinal scrotal, hernia. Additional information has been requested.